Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost her serter and her blood glucose has been running high because she has been inserting manually. Customer stated that she needs a serter to correct that. Customer's blood glucose was 576 mg/dl. Customer stated that she changed her infusion set shortly after but could not find the serter device. Customer stated that she has been treating her high blood glucose readings by changing out her sets. Customer declined to troubleshoot high blood glucose due to the perceived cause being manual insertion of sets.